Manufacturer narrative:
(B)(4).device evaluated by manufacturer: the device was not received for analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical/procedural factors.(B)(4).

Event description:
It was reported that during a percutaneous transluminal angioplasty treatment procedure a guide wire perforated the balloon catheter. The 90% stenosed target lesion was located in the severely tortuous anastomosed shunt. The 3.0x40mm coyote es balloon catheter was advanced to the lesion along the non bsc guide wire. The physician removed the guide through the wire lumen of the balloon catheter to perform angiography. After the angiography the physician then inserted the guide wire without any difficulties through the balloon catheter's wire lumen. It was then noted that the guide wire perforated the shaft of the 3.0x40mm coyote es balloon catheter. There was no vessel damage reported. The procedure was completed with another of the same device. There were no patient complications reported and the patient's status is good.